Manufacturer narrative:
Updated h9.

Manufacturer narrative:
The medihoney (ID: 31515) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The customer indicated that an injury became infected after use of the product. No lot number was provided, no photos were provided of the product or wound, no product was returned and no response from the customer was given to any gfe communications. Due to the lack of information, DHR review and lot commonality trending could not be performed. The customer indicates that the product was ordered on amazon. The seller is no longer operating on amazon. Federal law requires that the product be sold and used only under the supervision of a physician per the IFU. As the product was used outside of indications for use, this complaint may be categorized as a user error. There are no legal sales of any medihoney products on amazon and integra has confirmed that amazon is selling counterfeit products under the product name of medihoney. Integra initiated corrective and preventative action (CAPA), as medihoney products are indicated as rx only devices; however, they are being sold ¿over the counter¿ through online retailers. There are currently no controls to prevent this distribution. The reported infection cannot be confirmed with the information provided by the customer. This investigation may be closed at this time but may be reexamined if the customer provides any additional information.

Event description:
Na.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A patient reported an infection when started using medihoney (ID 31515). Therefore, she stopped using the product and the infection was gone. No additional information has been provided after several attempts.